Event description:
Reportedly, during a nephrectomy, the instrument closed without ejecting a clip, damaging the vessel. The vessel was repaired using a new instrument. The patient stauts is reported as satisfactory.